Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging possible insulin pump under delivery. Customer's blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 253 mg/dl. Customer¿s other blood glucose level was 159 mg/dl, 94 mg/dl, 95 mg/dl. Customer treated with novalin and novalog and 2.5 units of insulin. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08790 inches. No possible over/under delivery anomaly noted.